Event description:
It was reported that the patient passed away due to multi-system organ failure. The outcome was not considered device or therapy related. An autopsy was not performed. The lvad functioned as intended without any alarms or issues. The lvad will not be explanted or returned to abbott.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hypotensive with increased pressor support and ultimately passed away from cardiac arrest.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome (3261). Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The outcome was not considered device or therapy related. The device reportedly functioned as intended without any alarms or issues. An autopsy was not performed. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists various types of organ failure and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.